Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional; no error code 5 was noted while testing. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that prior to an unknown procedure, the hand switch was non-functional. Also, an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.